Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's pacemaker it was discovered that the device was in backup vvi. Programming changes were attempted to restore the device but were unsuccessful due to low battery status. It was noted that the battery longevity around (B)(6) 2018 was nearly depleted due to normal battery depletion. No intervention was reported. The physician opted to continue monitoring the device as the patient is non-pacemaker dependent. The patient's condition was stable throughout the event.